Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between the patient¿s hernia and pd therapy on the liberty select cycler. However, there is no allegation or objective evidence in the complaint file to show a causal relationship. The hernia could have been exacerbated by her three to four-year history of pd therapy as it is a common complication due to the increased intra-abdominal pressure from the dialysis fluid. There is no evidence the liberty select cycler malfunctioned or failed to perform as expected in relation to this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving patient line is blocked (soft alarm) during drain 4. Patient stated that they have had multiple surgeries for the catheter placement and has developed a hernia in the region where their catheter is placed. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was seen in the emergency room (ER), un specified date for evaluation of ¿flu.¿ during the ER visit, a hernia was diagnosed on an unspecified date. The pdrn reported that the patient¿s hernia was not related to any fresenius device or product, and that there was no change in the patient¿s pd fluid concentration as a result of the hernia. The patient is continuing pd treatment at home but has difficulty with fluid exchanges. Patient is using both liberty select cycler and manual exchanges for pd treatments. The patient is scheduled to visit the surgeon and have an ultrasound. The pdrn had not yet seen the patient so was unable to provide the exact location of the hernia on their abdomen.